Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. No buzzing anomaly during testing noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump was exposed to moisture. Customer stated that she dived into the water and forgot to remove the insulin pump. Customer realized that the insulin pump was still on her ten minutes later when it started buzzing. Fluid was visible under the display and there were hairline cracks around the display and battery compartment. Customer's blood glucose reading at the time of the call was 290 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.